Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter failed a control solution test high. The pt indicated that the alleged issue started ten days prior, at 9:00 am. She reported a control solution reading of "148 mg/dl" and an acceptable control solution range of "106-141 mg/dl." At 9:45 am that same morning, the pt claimed that she developed symptoms of feeling cold, lightheaded, and confused. The pt was able to test her blood glucose at 10:00 am using an unidentified device and got a result of "52 mg/dl." The pt administered self-treatment at 10:00 am by eating food and/or drinking a beverage. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what her last actions the pt took before the symptoms developed. In addition, it would have been helpful to know what date/time the last result was obtained and if she tested her blood glucose on the other device before the symptoms started. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms of hypoglycemia, had a blood glucose level of "52 mg/dl," on an unidentified object and treated herself by consuming food/drink(s) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.